Event description:
It was reported that a file separated in the canal during a procedure. While it is not known as of this report whether the separated piece was retrieved, the pt was not injured and no further treatment is planned.